Event description:
A consumer reported that, following intraocular lens (iol) implant procedure, the patient vision was extremely nearsighted. She also had developed inflammation and swelling in the eye and macular degeneration. Additional information was received that, her mild macular degeneration got worse. She had gotten yag (neodymium-doped yttrium aluminum garnet) procedure done. There are two medical device reports associated with this event. This report is for right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).